Manufacturer narrative:
H1

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 42 mg/dl. Multiple attempts were made by cts to obtain additional information, however, additional information was not provided.